Event description:
It was reported that the patient was experiencing ineffective therapy. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced.

Manufacturer narrative:
During the processing of this complaint, attempts to obtain patient information were made but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.